Manufacturer narrative:
A 5mm x 25cm x 155c saber rx percutaneous transluminal angioplasty (pta) balloon catheter was used, but it ruptured at six atmospheres (atm). A non-cordis balloon catheter was used to complete the procedure. There was no reported patient injury. The intended procedure was endovascular therapy (evt). The target lesion was the superficial femoral artery (sfa). The lesion had chronic total occlusion (cto) and 100% stenosis. The lesion had a moderate calcification and no vessel tortuosity. The device was stored per the instructions for use (IFU). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally and maintained negative pressure. Unknown contrast media was used in the procedure with 1:1 contrast to saline ratio. A non-cordis indeflator was used in the procedure and the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and through the guide catheter. The catheter was never in an acute bend. The plunger was depressed; however, the user was unable to depress the plunger into the syringe/indeflator when trying to inflate. The maximum inflation pressure was six atmospheres (atm). The device was removed intact in one piece from the patient. Additional procedural details were requested but are unknown. The device was not returned for analysis as it was discarded due to infectious diseases. A product history record (phr) review of lot 82170162 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of a chronic total occlusion and a moderately calcified lesion may have contributed to the reported event, as calcification is known to damage balloon material. However, without return of the product for analysis or films of the event it is difficult to draw a clinical conclusion between the device and the reported event. According to the warnings in the safety information in the instructions for use ¿the balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a(B)(4) confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, 5mm x 25cm x 155c saber rx percutaneous transluminal angioplasty (pta) balloon catheter was used but it was ruptured at 6 atmospheres (atm). Therefore, it was replaced with another unknown balloon catheter and the procedure was continued. There was no reported patient injury. The target lesion was the superficial femoral artery (sfa) and had chronic total occlusion (cto). The device will not be returned for analysis since it was discarded due to infectious diseases.